Manufacturer narrative:
H2: additional information ¿h6: health effect - clinical code and health effect - impact code¿ h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that in the absence of the requested supporting medical documentation, clinical factors which could have contributed to the reported adverse event could not be definitively concluded. Nor does this ae defer to a deficiency or an association with the reported adverse event and the four s+n fast-fix flex. The impact to the patient beyond that which was reported cannot be confirmed nor concluded, and further impact can only be presumed but regularly scheduled follow-up/monitoring would be anticipated. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Event description:
It was reported that after a right knee meniscal allograft transplantation using a fast-fix flex, when the patient got out of bed, the knee "went" on him, it was unable to rectify himself and x-rays shows the meniscal transplant had moved out of place. A reoperation was scheduled for (b)(6. The patient current status is unknown.